Manufacturer narrative:
The model and lot numbers were not reported. No additional information was provided regarding the reported symptomatic intracranial hemorrhage and the relatedness to the solitaire fr device use. Same article as reported in MDR MFR # 2029214-2016-00077

Event description:
Medtronic received information from literature review that of 89 cases, 8 patients had sich and were deceased at 3 months. The authors conducted a retrospective analysis of consecutive acute ischemic strokes cases treated between (B)(6) 2010 and (B)(6) 2013 where the solitaire stent retriever was used for acute ischemic stroke. The authors's goal was to identify prognostic factors of clinical outcome in patients with acute ischemic stroke undergoing thrombectomy with solitaire retriever. Citation: jiang s, fei a, peng y, zhang j, lu y-r, wang h-r, et al. (2015) predictors of outcome and hemorrhage in patients undergoing endovascular therapy with solitaire stent for acute ischemic stroke. (B)(4).